Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use. The vascular procedure was being performed when the issue occurred and was completed by using another system. Customer reported to philips that the system was not booting up. The philips remote service engineer (fse) inspected the system remotely and indicated that the ups seems to be failing. Upon troubleshooting, the field service engineer (fse) found that the fuse on the ups in the m cabinet was burned due to power outage. To resolve the issue, the fse bypassed the ups, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the console did not turn on. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.